Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report the observation of a falsely depressed n latex flc lambda result on a bn ii instrument. Quality controls (qcs) recovered within the assigned range on the day of the event. Per the intended use section of the n latex flc lambda instructions for use (IFU): "results of flc measurements should always be interpreted in conjunction with other laboratory and clinical findings." Siemens is investigating. Note: the n latex flc lambda reagent is marketed in the united states under siemens material number (B)(4). The 510(k) number documented in section g4 is for the us product.

Event description:
The customer reported the observation of a falsely depressed n latex flc lambda result on a bn ii instrument. The erroneous result was reported to the physician, who questioned the result. The sample was repeated for troubleshooting purposes on the same instrument, and the repeat result was also falsely depressed. The sample was then analyzed with immunofixation electrophoresis method and the result for lambda was positive. The immunofixation electrophoresis method result was reported, as the correct result, to the physician. The physician accepted this result, as it is in agreement with clinical picture for the patient. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed n latex flc lambda results.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2024-00051 on 18-nov-2024. Additional information 16-dec-2024: as part of the technical evaluation, siemens requested the bn ii system troubleshooting file and more detailed information in order to perform a detailed analysis and identify the potential cause for the discordant patient results versus an alternate method. No troubleshooting file could be provided containing the affected patient sample result data. No further information was provided. Based upon the limited information received, further evaluation is not possible. The customer is operational. The n latex flc kappa lot 473183 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.